Event description:
It was reported by service report that the scale was inaccurate and the bed exit was not working correctly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: load cell.